Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set the following information was received by the initial reporter with the following verbatim: patient has implanted port-a-cath. At home, end of port-a-cath needle line broke above the fused connector site at the end. This resulted in an unknown loss of biotherapy administration to patient over an unknown amount of hours as family was unsure when the event initially occurred. Once the family realized this breakage, they clamped the tube with a kelly clamp they had at home at the instruction of the medical team over the phone. There was a delay in the patient arriving to hospital to have the issue rectified immediately due to a lack of urgency understood by family. The patient eventually arrived to hospital to have the port needle and biotherapy infusion bag changed, and the issue rectified. It was described by the patient's mother that the patient often has the tubing pulled taught in various instances at home. The examples given by the mother were the patient's younger toddler sister stepping on it, or the patient's line getting caught around doorknobs, etc.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of catheter line breaking could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10015861a because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.